Event description:
The provider stated that the end-user alleges a brake malfunction caused the end-user to fall out of the chair (B)(4). End-user also reports the armrest is damaged (B)(4) and the frame is wobbly (B)(4).